Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; suction cylinder has no color; air/water cylinder has no color; air/water cylinder has foreign objects; due to damage on guide pin of electric connector, water tightness is lost; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to dirt on objective lens, the image has a stain; due to wear of angle wire, bending angle in down direction does not meet the standard value; air/water tube has foreign objects; distal end cover has a scratch; and bending section cover or distal sheath rubber adhesive was detached. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscopes air/water tube and air/water cylinder has whitish foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6. Corrected fields: d5 (operator of device should be other: " olympus"). E1 (facility name should be "olympus" and the telephone number should be remained in blank), e2 and e3 (health professional should be " no" and occupation "non health professional) g2 (user facility was inadvertently marked in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is possible that this was caused by insufficient cleaning. It¿s also likely that the foreign material may not have been removed because reprocessing could not have been conducted properly due to leakage from electrical connector. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual evis exera ii gif/cf type 165 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.

Event description:
There was an additional stain found on the device lens.